Event description:
A consumer's spouse reported that after her husband had an intraocular lens (iol) implanted, she later read his operative report and it indicated that he had a posterior capsular tear. In a follow up, she reported that the tear happened at some point during the surgery. Additional information was requested.

Event description:
In a follow up, the surgeon reported that the tear likely occured during lens removal or lens implantation. Approximately one year after the lens was implanted, the consumer sustained a retinal detachment.

Manufacturer narrative:
A sample device was not returned for investigation. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the surgeon indicated that an anterior vitrectomy was performed during the initial surgery.

Manufacturer narrative:
(B)(4).